Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: left fallopian tube"), menorrhagia ("abnormally heavy menses"), post procedural pulmonary embolism ("post surgical pulmonary embolism") and staphylococcal infection ("mrsa") in a 34-year-old female patient who had essure (batch no. 626403) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included cervical cancer from (B)(6) to (B)(6) and uterine fibroid. Previously administered products included for an unreported indication: ovacon 35. Concurrent conditions included heavy periods, lightheadedness, dizziness and abdominal cramps. Concomitant products included gabapentin (neurontin) since 1997, mirtazapine (remeron) since 1997, morphine and sertraline (zoloft) since 1997. On (B)(6)008, the patient had essure inserted. On (B)(6)2008, 4 days after insertion of essure, the patient experienced pelvic pain ("pain: entire pelvic area"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6)2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6)2008, the patient experienced post procedural pulmonary embolism (seriousness criterion medically significant), staphylococcal infection (seriousness criterion medically significant) and intestinal resection ("bowel resection"). On (B)(6)2008, the patient underwent post procedural pulmonary embolism (seriousness criterion medically significant), staphylococcal infection (seriousness criterion medically significant) and intestinal resection ("bowel resection"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems or changes: unspecified") and urinary tract disorder ("urinary problems or changes: unspecified"). The patient was treated with surgery (total hysterectomy ((B)(6)2008)) and surgery (ablation). Essure was removed on (B)(6)2008. On (B)(6)2008, the menorrhagia had resolved. At the time of the report, the device dislocation, post procedural pulmonary embolism, staphylococcal infection, bladder disorder, urinary tract disorder, fatigue, intestinal resection and alopecia outcome was unknown and the pelvic pain had resolved. The reporter considered alopecia, bladder disorder, device dislocation, fatigue, intestinal resection, menorrhagia, pelvic pain, post procedural pulmonary embolism, staphylococcal infection and urinary tract disorder to be related to essure. Diagnostic results: us transvaginal non ob pelvic sonogram, transvaginal clinical information: attention left adnexa impression: unusual appearance of the uterus which may be secondary to a previous procedure. Possible cannula on the right side may be within the myometrium. No adnexal abnormality is seen quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 30-oct-2018: pfs received, event added- hair loss. Events onset date added. Historical drug added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: left fallopian tube') and heavy menstrual bleeding ('abnormally heavy menses') in a 34-year-old female patient who had essure (batch no. 626403) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included cervical cancer from 2006 to 2007, uterine fibroid, depression and seizures. Us transvaginal non ob pelvic sonogram, transvaginal clinical information: attention left adnexa impression: unusual appearance of the uterus which may be secondary to a previous procedure. Possible cannula on the right side may be within the myometrium. No adnexal abnormality is seen. Previously administered products included for an unreported indication: ovacon 35. Concurrent conditions included heavy periods, lightheadedness, dizziness, abdominal cramps, abnormal uterine bleeding, adenomyosis, anemia and endometriosis. Concomitant products included gabapentin (neurontin) since 1997, mirtazapine (remeron) since 1997, morphine and sertraline hydrochloride (zoloft) since 1997. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain ("pain: entire pelvic area"), fatigue ("fatigue") and alopecia ("hair loss"), 4 days after insertion of essure. On (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced post procedural pulmonary embolism ("post surgical pulmonary embolism") and staphylococcal infection ("mrsa") and underwent intestinal resection ("bowel resection"). On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems or changes: unspecified"), urinary tract disorder ("urinary problems or changes: unspecified"), endometriosis ("endometriosis"), abnormal uterine bleeding ("abnormal uterine bleeding") and anaemia ("anemia"). The patient was treated with surgery (ablation and laparoscopically assisted vaginal hysterectomy and removal of the endometriosis). Essure was removed on (B)(6) 2008. On (B)(6) 2008, the heavy menstrual bleeding had resolved. At the time of the report, the device dislocation, post procedural pulmonary embolism, staphylococcal infection, bladder disorder, urinary tract disorder, fatigue, intestinal resection, alopecia, endometriosis, abnormal uterine bleeding and anaemia outcome was unknown and the pelvic pain had resolved. The reporter considered abnormal uterine bleeding, alopecia, anaemia, bladder disorder, device dislocation, endometriosis, fatigue, heavy menstrual bleeding, intestinal resection, pelvic pain, post procedural pulmonary embolism, staphylococcal infection and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted regarding essure removal date- (B)(6) 2008, hysterectomy ((B)(6) 2008) diagnostic results: lot number: 626403 manufacture date: 2008-01 expiration date: 2009-12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-jun-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: left fallopian tube') and heavy menstrual bleeding ('abnormally heavy menses') in a 34-year-old female patient who had essure (batch no. 626403) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included cervical cancer from 2006 to 2007, uterine fibroid, depression and seizures. Previously administered products included for an unreported indication: ovacon 35. Concurrent conditions included heavy periods, lightheadedness, dizziness, abdominal cramps, abnormal uterine bleeding, adenomyosis, anemia and endometriosis. Concomitant products included gabapentin (neurontin) since 1997, mirtazapine (remeron) since 1997, morphine and sertraline hydrochloride (zoloft) since 1997. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain ("pain: entire pelvic area"), fatigue ("fatigue") and alopecia ("hair loss"), 4 days after insertion of essure. On (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced post procedural pulmonary embolism ("post surgical pulmonary embolism") and staphylococcal infection ("mrsa") and underwent intestinal resection ("bowel resection"). On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems or changes: unspecified"), urinary tract disorder ("urinary problems or changes: unspecified"), endometriosis ("endometriosis"), abnormal uterine bleeding ("abnormal uterine bleeding") and anaemia ("anemia"). The patient was treated with surgery (ablation and laparoscopically assisted vaginal hysterectomy and removal of the endometriosis). Essure was removed on (B)(6) 2008. On (B)(6) 2008, the heavy menstrual bleeding had resolved. At the time of the report, the device dislocation, post procedural pulmonary embolism, staphylococcal infection, bladder disorder, urinary tract disorder, fatigue, intestinal resection, alopecia, endometriosis, abnormal uterine bleeding and anaemia outcome was unknown and the pelvic pain had resolved. The reporter considered abnormal uterine bleeding, alopecia, anaemia, bladder disorder, device dislocation, endometriosis, fatigue, heavy menstrual bleeding, intestinal resection, pelvic pain, post procedural pulmonary embolism, staphylococcal infection and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted regarding essure removal date- (B)(6) 2008, hysterectomy (B)(6) 2008). Diagnostic results: us transvaginal non ob pelvic sonogram, transvaginal clinical information: attention left adnexa impression: unusual appearance of the uterus which may be secondary to a previous procedure. Possible cannula on the right side may be within the myometrium. No adnexal abnormality is seen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2021: mr received. Reporters and medical history were added. Events abnormal uterine bleeding, anemia, endometriosis added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: left fallopian tube"), menorrhagia ("abnormally heavy menses"), post procedural pulmonary embolism ("post surgical pulmonary embolism") and staphylococcal infection ("mrsa") in a 34-year-old female patient who had essure (batch no. 626403) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included cervical cancer from 2006 to 2007. Concurrent conditions included heavy periods. Concomitant products included gabapentin (neurontin) since 1997, mirtazapine (remeron) since 1997, morphine and sertraline (zoloft) since 1997. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 4 days after insertion of essure, the patient experienced pelvic pain ("pain: entire pelvic area"). On (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced post procedural pulmonary embolism (seriousness criterion medically significant), staphylococcal infection (seriousness criterion medically significant) and intestinal resection ("bowel resection"). On (B)(6) 2008, the patient underwent post procedural pulmonary embolism (seriousness criterion medically significant), staphylococcal infection (seriousness criterion medically significant) and intestinal resection ("bowel resection"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems or changes: unspecified"), urinary tract disorder ("urinary problems or changes: unspecified") and fatigue ("fatigue"). The patient was treated with surgery (total hysterectomy (B)(6) 2008 and surgery (ablation). Essure was removed on (B)(6) 2008. On (B)(6) 2008, the menorrhagia had resolved. At the time of the report, the device dislocation, post procedural pulmonary embolism, staphylococcal infection, bladder disorder, urinary tract disorder, fatigue and intestinal resection outcome was unknown and the pelvic pain had resolved. The reporter considered bladder disorder, device dislocation, fatigue, intestinal resection, menorrhagia, pelvic pain, post procedural pulmonary embolism, staphylococcal infection and urinary tract disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: left fallopian tube"), menorrhagia ("abnormally heavy menses"), post procedural pulmonary embolism ("post surgical pulmonary embolism") and (B)(6) in a (B)(6) female patient who had essure (batch no. 626403) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included cervical cancer from 2006 to 2007. Concurrent conditions included heavy periods. Concomitant products included gabapentin (neurontin) since 1997, mirtazapine (remeron) since 1997, morphine and sertraline (zoloft) since 1997. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 4 days after insertion of essure, the patient experienced pelvic pain ("pain: entire pelvic area"). On (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced post procedural pulmonary embolism (seriousness criterion medically significant), (B)(6) (seriousness criterion medically significant) and intestinal resection ("bowel resection"). On (B)(6) 2008, the patient underwent post procedural pulmonary embolism (seriousness criterion medically significant), (B)(6) (seriousness criterion medically significant) and intestinal resection ("bowel resection"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems or changes: unspecified"), urinary tract disorder ("urinary problems or changes: unspecified") and fatigue ("fatigue"). The patient was treated with surgery (total hysterectomy ((B)(6) 2008)) and surgery (ablation). Essure was removed on (B)(6) 2008. On (B)(6) 2008, the menorrhagia had resolved. At the time of the report, the device dislocation, post procedural pulmonary embolism, (B)(6), bladder disorder, urinary tract disorder, fatigue and intestinal resection outcome was unknown and the pelvic pain had resolved. The reporter considered bladder disorder, device dislocation, fatigue, intestinal resection, menorrhagia, pelvic pain, post procedural pulmonary embolism, (B)(6) and urinary tract disorder to be related to essure. Most recent follow-up information incorporated above includes: on 24-jul-2018: the case is incident. Reporter information was updated. Her demographic was updated. Essure indication was amended. Essure insertion and removal date was updated. Essure lot number was added. Event: injury/injuries was updated to more specified events: malposition of essure device location of device: left fallopian tube, abnormally heavy menses, bladder or urinary problems or changes: unspecified, pain, fatigue, post surgical pulmonary embolism, bowel resection, (B)(6) and she did not undergo essure confirmation test. She had recovered from pelvic pain and heavy menses. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.